Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid right coronary artery (rca). Pre-dilatation was performed using a 2.0x15mm unspecified balloon dilatation catheter (bdc). The 2.5x28mm xience prime stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of a xience prime stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.